Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The CT scan findings show that about 5 channels are extracochlear. Surgery for re-insertion is planned and might take place within the next 6 weeks.

Manufacturer narrative:
Additional information: according to the information received, a post-operative active electrode migration out of cochlea was confirmed by diagnostic imaging. A revision surgery to reinsert the electrode array was performed. However, a full insertion could not be achieved and about 4 electrodes were left out of cochlea. The concerned device remains implanted and in use.

Event description:
The CT scan findings show that about 5 channels are extracochlear. In the latest fitting only electrodes 1-6 were used. Surgery for re-insertion took place and the surgeon reinserted the electrode, but it was not possible to fully insert it. About 4 contacts are extracochlear. After the revision surgery 9 of 12 electrodes have been activated and patient is satisfied with the hearing performance.